Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level was 450 mg/dl. A correction bolus was delivered to treat the elevated bg. A supply change was performed to resolve the issue.